Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited, high impedance, noise, oversensing, and was possibly fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.